Event description:
It was reported that during a bariatric vertical gastrectomy procedure, the blue reload of the stapler was opened. The doctor perceived that there was not the presence of the staples in the reminiscent stomach side. When the doctor saw the problem, he performed the suture immediately. The patient did not have any damage because the surgeon detected immediately that there wasn't stapling. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there part for the staple line present after the firing? What device was used with this reload? Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? On which firing(s) did this event occur (1st, 2nd, 12th, etc)? If echelon, during which stroke did the event occur? What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? Is there any other additional information you would like to share about this device or procedure?

Manufacturer narrative:
(B)(4). No device returned. The analysis results showed that two ecr60b cartridge reloads were received. The reloads were received in good visual condition and fully fired. The cartridge was disassembled to verify the integrity of the internal components and no anomalies were noted. No functional test could be performed as no instrument was received for analysis. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.the batch record was reviewed and no anomalies were noted during the manufacturing process.